Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of a device a (no disposable, clamp tubing) alarm went off. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: picture 1 shows a cassette product in used condition, without blue clip. Picture 2 shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture 3 shows the ay bag neck section from a flow stop cassette model. Picture 4 shows the top view of a cassette product. Samples received consist of one cassette product. Visual inspection revealed no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing with the first pump, after the sample was connected to the pump, no alarms were activated. When the sample was connected to the second pump, no alarms were activated. The sample did present mohawk exposure. The complaint was not confirmed. No root cause can be determined due to the complaint was not confirmed. No action will be taken because the complaint was not confirmed. No lot or serial number was provided therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).